Event description:
It was reported that force sensor error was experienced.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals, presented chipped out on top case, broken right plunger case and missing battery. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced plunger pcb (printed circuit board) and upgraded software. Replaced top case and all the plastic parts of plunger assembly due to physical damaged also replaced lead screw and both clutch halves, added missing battery. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.